Manufacturer narrative:
(B)(4). Date of event: only event year known: 2019. Batch # unknown. A manufacturing record evaluation was performed for the finished device lot number t4015h, and no non-conformances were identified.

Event description:
It was reported that during a lap chole, the clip applier er320, the first clip fired fine, and after that the clips just started spitting and weren't forming at all. Some came out of the jaws not closed at all, others were scissoring, coming out sideways as the doctor was trying to fire. Case completed with a like device of the same product code. There were no patient consequences reported.

Manufacturer narrative:
(B)(4). Per photographic evaluation: upon visual inspection of the four photos, the following was observed: the first photo shows intact tissue. The second photo shows the tissue is supported by a surgical instrument. The third photo shows a clip not properly formed with tissue between it. It appears that the device was tried to be fired with the malformed clip in the jaws, this will not allow the clips feed correctly. Also, it can be seen the leg of a clip protrudes from the device. The fourth photo appears to be tissue, but the quality of the photo is not clear. Based on the photos reviewed, the event describe of malformed clips is confirmed, however no conclusion or root cause could be determined. Hands on device analysis may provide the additional evidence necessary to confirm the root cause of the reported event.